Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator exchange procedure an insulation anomaly was noted on the right ventricular (rv) lead. The breach was caused when the lead was removed from the header using forceps, but no user error was noted. The physician elected to leave the lead implanted/in use as it was still functioning well. The patient condition was stable.